Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0350840 ¿ device expiration date : 12/31/2025 ¿ device manufacture date : 12/15/2020 lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that when taking injection insulin flow will stop before it is completed. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that when taking injection insulin flow will stop before it is completed. Date of event : unknown samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.